Event description:
It was reported that the core micro drill continued to run when the trigger was no longer activated. There was no patient or user adverse consequence reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor cartridge and press plug. The bearing was worn.